Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons had become unresponsive after swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. All of the keypad buttons were found to be unresponsive during testing. The keypad cover was removed and there was no evidence of damage or contamination found to the key contacts. There was moisture observed behind the display lens. A display lens leak was found when the leak test was preformed. The pump case was opened and moisture was found throughout the pump. The keypad was unresponsive due to moisture on keypad flex connector.